Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, pt. Underwent a two level cervical. Discectomy with fusion c5-c6, c6-c7 which was uncomplicated. Pt had placement of cortical structural allografts x2; 9 mm c6-c7, 7 mm c5-c6. He also had rhbmp-2/acs and an anterior plate and screws c7, 14mm screws c5-c6 to treat cervical spondylosis c5-c6, c6-c7, herniated disc left c6 -c7 status post work related injury. He had no post op complications, his left arm radiculopathy we resolved and he was discharged on (B)(6) 2009. On (B)(6) 2010, pt returned for fu. The CT scan of the interbody fusions appears to be solid. There are no radiographic abnormalities relative to the fusion levels. There is evidence of spondylosis and bone spur formation above the fusion at the c3-c4 and c4-cs levels. On examination in terms of range of motion testing he can flex 40 degrees, extend 20 degrees, left lateral rotation 35 degrees, right lateral rotation 50 degrees. On (B)(6) 2010, pt returned to doctor for fu continues to suffer left sided neck pain radiating into the left shoulder with rotation of his head to the left approximately 30-40 degrees. His radicular pain that he suffered prior to the surgery has resolved. He grades his neck and shoulder pain a 4-5 on a scale of 1-10. He underwent a CT scan in (B)(6) 2010 with no instrumentation problems. He does have degenerative disease both above the fusion at c2-c3 and especially c3-c4. Current medications vicodin es 1 po 2-3 times daily pm. On (B)(6) 2010 pt. Returned to doctor for fu and c/o neck pain. His pain is a 2-3 on a scale of 1-10. Recommendations: continue work conditioning 4 days per week for 3 weeks and remain off work. From (B)(6) 2010, pt participated in a 20 work conditioning program. He had significant deficits with low level activities and stair climbing. Overall the patient¿s limitations are secondary to limited motion of the lumbar spine, lumbar spine and knee pain and dizziness caused by forward bending (low level activities). At this point in time, the patient would be able to meet the demands of a position requiring a combination of standing, walking and sitting as long as the lifting and carrying is limited to the tested weights and frequencies, avoids extremes of low level activities and elevated activities above the shoulder. On (B)(6) 2010, pt returned to doctor office for 1 year fu. Pt. Continues to suffer neck pain with bilateral shoulder pain with occasional headaches which vary a 3-5 on a scale of 1-10 and worsens with activities. He has completed physical therapy and has undergone a functional capacity evaluation. We reviewed the CT scan of the cervical spine. The interbody fusions appear to be solid at the c5-c6 and c6-c7 levels with no evidence of hardware failure. There is evidence of degenerative disc disease at the c3-c4 and c4-c5 level with osteophytes anteriorly at c3-c4 and c4-c5. There is straightening of his cervical spine at the c3-c4 and c4-c5 level. I have released him back to light duty work on (B)(6) 2010 the patient returned for follow up visit. He had returned to light work. Per the medical records, the cat scan was performed on (B)(6). There was no evidence of hardware failure and I stated that the interbody fusions appeared to be consolidating well at both levels. There were signs of degenerative disc disease and spondylosis with osteophyte formation at the c3-c4 and c4-c5 levels. However, on (B)(6) 2010, the patient was involved in a mva. He was stopped at a red light and was rear-ended by a semi- truck that was traveling at approximately 30-40 miles per hour. The CT scan of his cervical spine from (B)(6)". ¿there is some concern that there is a failed fusion or nonunion at the c6-c7 level. The c5-c6 level appears well consolidated with bridging trabecular bone and no evidence of lucency between the bone graft and the vertebral bodies.¿ ¿the collision appeared to have caused temporary exacerbation of his symptoms due to a cervical sprain or strain injury, which has resolved per doctor.¿ per CT report radiology interpretation states ¿there is no evidence of fracture or subluxation of the cervical spine, there is evidence of anterior cervical fusion with plate and vertebral screws seen from c5 through c7. Orthopedic hardware appears in normal position the paravertebral soft tissues appear within normal limits. There are mild degenerative changes with small posterior osteophytes seen. No treatment was prescribed at this visit. Fu scheduled in 3 months on (B)(6) 2012, MRI performed and revealed anterior fusion at c5, c6 and c7. Desiccation at all levels. Degenerative changes at all levels. Foraminal narrowing at multiple levels on the left and c4-c5 on the right. Large posterior disc protrusion of c7 ¿ t1 with subligamentous herniation. Element of spinal stenosis at this level.